Event description:
Approx three weeks after procedure, pt began to experience increase in drainage from surgical site and a deflation of the expander. The expander was removed and replaced in the operating room and was found to be ruptured. FDA safety report ID # (B)(4).